Event description:
The patient was admitted on (B)(6 )2013 with a hgbn of 13.7 mg/dl and an ldh of 1142 I/u and was not showing signs on hemolysis. On (B)(4) 2013, the hgbn peaked at 141.9 mg/dl and ldh peaked at 2081 I/u. Thrombus was confirmed on explant.